Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an express sd bms catheter. The balloon was loosely folded and the stent is secured between the markerbands. The tip is damaged. The stent is damaged 8mm from the proximal markerband. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 07-jun-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the renal artery. A 6.0mmx14mmx150cm express¿ vascular sd stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.